Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 15 mg/dl and their "brain stopped receiving oxygen for sometime"; cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer went to the emergency room, was subsequently admitted to the intensive care unit, and was treated with intravenous fluids of saline. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.